Manufacturer narrative:
Received one device. Visual inspection found no damage, during the power-up, the keyboard was confirmed to be stuck. It was replaced with a new one. A performance verification test was performed. Device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an exchange occurred due to an out-of-box failure involving a nonresponsive key on the device. Upon programming, the up arrow was found to be unresponsive/intermittent. There was no reported patient involvement.